Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4135 competitor implantable pacing lead: implanted: (B)(6) 2007; 1297 competitor implantable pulse generator (ipg), implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that there was high impedance on the right ventricular (rv) lead. It was noted there was a previous high impedance recorded last year. The lead remains in use. No patient complications have been reported as a result of this event.